Manufacturer narrative:
Event problem and evaluation codes: method (process evaluation): device history record review. Results (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly, intraoperative lens removal was performed to address lens damage caused by injector. Incision was not enlarged and no other tissue damage was reported. According to the report, by a surgical technician , dated on (B)(6) 2015 the cause of the event was use of non -validated injector which was a competitor`s product. In the same report she stated that there was no issue with the lens and that manufacturer of the injector was notified. Per FDA approved directions for use: "staar recommends using only the microstaar® msi-pr and msi-tr with mtc-60cfp cartridge delivery system to insert the silicone uv absorbing posterior chamber single piece foldable intraocular lenses (elastic) with toric optic in the folded state." Conclusion (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results code (evaluation result): visual inspection of the returned product found the lens torn into pieces. The lens was returned dry and there was evidence of foreign material on the lens surface. Conclusion (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: work order search. Results: a lens work order search was performed and one other complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tf silicone toric single piece lens, -28.0 se/2.0 diopter, into the patient's eye but the lens was damaged due to a cartridge issue. The lens was cut out of the eye with no patient injury. The reporter stated a competitor's injection system was used, which is off-label use.